Event description:
A caller reported an alarm 2 related to an occlusion issue. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. The occlusion persisted, and despite troubleshooting steps provided, the problem recurred. It was determined that the occlusion was caused by a blockage in the cartridge. The customer changed the necessary supplies and resumed insulin therapy.